Manufacturer narrative:
The lot number for the device was provided. The lot records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The sample was not returned to the MFR. Therefore, a sample eval could not be performed. The results of the investigation are inconclusive and a definitive root cause could not be determined. The current instructions for use states: "complications associated with the use of the fluency plus tracheobronchial stent graft may include the usual complications associated with tracheobronchial stent graft placement such as stent graft misplacement." This application represents an off-label use of the device. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The safety and effectiveness of this device for the treatment of aneurysms has not been established.

Event description:
It was reported that resistance was observed during deployment of a tracheobronchial stent graft while being used to treat an aneurysm in the common femoral artery. Reportedly, the stent graft deployed without difficulty, however, was implanted in an incorrect location. During withdrawal of the catheter, it was observed that the catheter could not be retracted from the guidewire. Both devices were removed simultaneously. No further endovascular treatment was performed. The pt was sent to surgery to have the aneurysm surgically repaired.